Manufacturer narrative:
Insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify frozen display and unresponsive buttons due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was unresponsive and the screen switches between black and white. The blood glucose was unknown. Customer reports the time clock does not advance. The customer stated that insulin pump had frozen display and screen is not completely blank. The screen, main menu, up and down arrows buttons not responding. The device will be returned for the analysis.